Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor¿s low/high alarm failed to trigger and as a result, the customer experienced vomiting, and diarrhea, and had a ¿feeling that they were dead¿. The customer further reported that a glucose reading of 6 mmol/l was obtained on an unspecified device. The customer further reported that there in the hospital due to the reported issue but, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor¿s low/high alarm failed to trigger and as a result, the customer experienced vomiting, and diarrhea, and had a ¿feeling that they were dead¿. The customer further reported that a glucose reading of 6 mmol/l was obtained on an unspecified device. The customer further reported that there in the hospital due to the reported issue but, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, no product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 has been updated to include investigation results. Section h6 has been updated to include investigation codes.